Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "got scared" and unspecified "symptom" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported 1 syringe of juvéderm ultra¿ xc ¿burst during the use¿ in the nasogenian groove and patient ¿got scared.¿ problem location was indicated to be in the luer lock. This was the initial use of the syringe; packaged needle was used. Prior to injection, patient was treated with medicaine; post injection, patient received ice. Symptoms were indicated to be in the ¿groove,¿ but the type of event was not specified by the injector. Injector does not feel the event is life threatening; event did not lead to permanent damage. No further information was provided.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received with the needle still attached to syringe, in an opened ultra xc tray and pack. No defect observed to syringe.

Event description:
Healthcare professional reported 1 syringe of juvéderm ultra¿ xc ¿burst during the use¿ in the nasogenian groove and patient ¿got scared.¿ problem location was indicated to be in the luer lock. This was the initial use of the syringe; packaged needle was used. Prior to injection, patient was treated with medicaine; post injection, patient received ice. Symptoms were indicated to be in the ¿groove,¿ but the type of event was not specified by the injector. Injector does not feel the event is life threatening; event did not lead to permanent damage. No further information was provided.

Event description:
Further follow up with the healthcare professional confirmed the patient presented no symptoms in the "groove."